Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during pretesting sterile water could not be drawn from foley catheter.

Event description:
It was reported that, during pretesting, sterile water could not be drawn from foley catheter. Per notification from investigator on 19dec2025, it was reported that the asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12474540. Photo sample evaluations: received (4) photo samples. Visual evaluation of the photo samples noted opened packaging label temp sensing foley catheter with syringes. The third photo shows that catheter was partially deflated. Verified material tray # 29030j14 with lot # mykr1704, material number for catheter 119314 and manufacturing lot number ngjy4779. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjy4779. Further inspection noted the catheter balloon was asymmetrical. During testing, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using the returned syringe and it inflated with no difficulty. However asymmetrical balloon was present with ballon concentricity= 100/0. When tried to deflate only 2 ml could be withdrawn. Attempted to inflate balloon with in-house luer lock syringe and tried to deflate the balloon only 7ml deflated. Dissected balloon and found that the perforation notch was not fully perforated. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Corrections made to tab d, e, h. (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.